Event description:
It was reported that the ilet screen was cracked during a school incident and the device stopped responding, consistent with physical damage to the user interface and loss of touch functionality. Symptoms included no clinical symptoms. Outcomes included no clinical impact beyond the need for device replacement and use of backup therapy. Investigation included review of customer-provided photographs and intake assessment. Investigation of this case revealed device damage due to external impact causing a broken display and loss of responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.